Manufacturer narrative:
(B)(4). Batch #: u5c83x. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. The articulation mechanism was totally functional during functional testing.  If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lung resection, the physician couldn't open the device to open, so felt it was defective. The device locked on tissue with the jaws closed. According to the sales rep, it sounded like the device was not unarticulated properly, which sounds like the surgeon was not opening the jaws. The sales rep thinks it was user error. There were no patient consequences.